Event description:
It was reported that during the initial implant the right atrial lead dislodged. The lead was attempted in "multiple positions" within the atrium; however, it dislodged and the physician decided to place a different lead model. The attempted lead was returned to the manufacturer. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4)-the full lead in segments was returned to the manufacturer and analyzed. The proximal conductor had blood on it (not obstructed) and was kinked/buckled. The distal electrode had blood on it. The outer insulation was cut. A visual analysis was performed only; damage at implant was noted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.